Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead had atrial undersensing on the atrial channel. As well, the patient's right ventricular (rv) lead had a superior vena cava (svc) impedance warning and high/undefined svc impedance. Both leads are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Secondary review of the reported event determined that this product does not have an superior vena cava (svc) coil therefore there was not a malfunction on the rv lead previously. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was an additional superior vena cava (svc) coil impedance warning. It was noted that the right ventricular (rv) lead does not have an superior vena cava (svc) coil.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.